Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passedperformance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be de. Termined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, h2 type of follow up: additional information/ device evaluation, h3: device evaluated by mfg- additional information, h3: evaluation included - additional information, h6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.